Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged when slitting the delivery catheter. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.